Manufacturer narrative:
Eval summary: eval of the returned mixer confirmed the customer report of using a mixer with a broken connector. Visual examination of the mixer found that the connector is broken that is used to connect to the ventilator. Attaching the mixer to a ventilator and ventilating at the customer settings found that the mixer did not pass fio2 due to the broken connector. After repair of broken connector, the mixer was tested again and the mixer passed all tests.

Event description:
Reportedly, when the pt was placed on the ventilator for transport, the pt exhibited low o2 (desaturation). The fio2 was increased with no improvement. The pt was placed back on the hosp ventilator during troubleshooting of the transport ventilator. The rt noticed that a small leak was noticed at the connection between the mixer and the ventilator due to damage which didn't allow a complete seal and adequate oxygen mixture to the pt. The mixer was manually secured by moderate force to maintain a seal so that the pt could be transported. Note: no pt injury or medical intervention occurred as a result of this event.